Event description:
It was reported by repair work order that wire harness #2 was damaged and only functioned at high height which may have impacted critical bed functions at low height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.